Manufacturer narrative:
.

Event description:
Clinic notes were received from a visit on (B)(6) 2016 indicating that the patient was having breakthrough seizures and it was attributed to the battery nearing end-of-service. The patient was referred for generator replacement as the battery was reported to be near end-of-service. Additional follow-up to the physician indicated that the patient&#38112;device was nearing end-of-service and needed a battery change. The seizures were reported to be above the pre-vns baseline. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
The explanted generator was received for analysis, which was completed on 08/23/2016. The septum was not cored. The device output signal was monitored while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. The report of low battery was not duplicated during analysis. The battery measured 2.810 volts. The downloaded data I revealed that 74.378% of the battery had been consumed. Measured battery voltage and consumed capacity parameters were as expected. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Event description, corrected data: it was inadvertently provided in the event description of the initial report that no-known surgery has occurred to-date. Explant date, corrected data: the explant date of the device was inadvertently not provided on the initial report.

Event description:
Generator replacement surgery occurred (B)(6) 2016. The explanted generator has not been received by the manufacturer to-date.